Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found a scratched lens, cracked battery door, peeled dso seal, and a worn uso seal. There was no evidence to review in the event history log. Three accuracy tests were conducted. Upon testing, the reported problem was duplicated, the device was found to be over delivering to the manufacturing specifications. It was determined that the expulsor was the root cause of the problem and replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was over infusing during testing.